Manufacturer narrative:
A worn wedge on the handpiece end of the tps cable was identified as the probable cause of the reported event. The worn wedge would not allow the handpiece to stay properly engaged to the cable. The tps cable was discarded because it is not a repairable device.

Event description:
The tps handpiece cord was sent in for eval because it was causing a hand piece to continue running for a minute after it had been turned off. There was no pt involvement; no adverse event was associated with the device.